Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced high blood glucose event on (B)(6) 2024. The patient was hospitalized and admitted for high blood glucose on the same day. The blood glucose value of the patient at the time of hospitalization was 558 mg/dl and current blood glucose value was 265 mg/dl. The patient was treated with 7 units manual injections. No further information available.